Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and posterior-2 (p2) prolapsed flail for a mitraclip procedure. During preparation, a mitraclip xtw was selected and one of the grippers would not fully lower which did not allow it to come into contact with the arm of the clip at a grasping angle of 120 degrees. Troubleshooting was preformed by locking the clip and lowering the grippers, but it was unsuccessful as the gripper would not lower. A new mitraclip xtw was selected and during the procedure two mitraclips were implanted successfully, the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.